Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was seen in the clinic and complained of spasm-like left chest discomfort intermittently. An ech ocardiogram was done showed a medium size pericardial effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced severe chest pain and hematoma. The right ventricular (rv) lead dislodged. The lead was explanted and replaced. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced severe chest pain and hematoma. The right ventricular (rv) lead dislodged. The lead was explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received indicating the patient experienced pericarditis. The patient had called the clinic with complaint of sharp chest pain, unable to sleep all night. The clinic tried to program to biventricular pacing and tried to disable lv pacing to see if phrenic stimulation. There was no change. It was noted the chest pain improved after the rv lead was replaced. No further patient complications have been reported as a result of this event.